Event description:
On (B)(6) 2012, the reporter contacted animas and alleged that the pump is returning back to the programmed basal rate prior to the requested/ programmed 24 hour time period. The patient confirmed the time/date to be correct on the pump. Reporter notes that on numerous occasions blood glucoses start to increase and she realizes the temp basal is not set and that she is getting her normal temp basal rates. This issue started about a week ago. Reporter denies any edits with the pump, reboots or reprimes. During troubleshooting, no alarms were noted in alarm history. The patient denies exposure to xray, MRI or CT scan and no other damage/ trauma or moisture issues are noted. There is no adverse event related to this issue. This is being reported based on the allegation that the temporary programming is not being retained.

Manufacturer narrative:
Follow-up # 1 date of submission 06/12/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the history from the alleged date of even was overwritten due to continuous use of the pump. The basal history shows several 24 hour durations running on temp basal programs. During testing, the pump powered on and primed successfully. The pump was set to run on a 1u +20% basal program for 24 hours, and was ran for 24 hours. There were no temp basal cancelations or alarms occurring during testing. Periodic boluses were performed and accurately recorded in the history. The pump was opened and no damage/moisture was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.